Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is sekusept aktiv and the automated endoscopic reprocessor (aer) used is evita 4. The air/water channel was aspirated and flushed with water. The aer detergent is endotet plus and the aer disinfectant is endodis. The manual detergent is sekusept aktiv and no manual disinfectant is used. The instrument/suction channel, suction cylinder, and instrument channel were brushed using olympus bw-412t manual brushes. The scope was not sterilized. The storage practice is using a simple cabinet, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The customer reported to olympus, during reprocessing, the gastrointestinal videoscope tested positive for less than 1 colony forming units (cfus) of microbes when the distal end was sampled. Less than 1 cfu of microbes at 36 degrees celsius were found when the instrument channel was sampled. 5 cfus of microbes were found when the air/water channel was sampled with confirmation of micrococcus luteus and kocuria species. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - scope connection cover has a crack - scope connection cover plate is detached - due to a chip on distal end cap cover, insulation resistance value at distal end does not meet the standard value - distal end cap cover has a chip - objective lens has a crack - light guide lens has a crack - adhesive on a-rubber has a crack - connecting tube has a buckling - due to wear of angle wire, bending angle in up direction does not meet the standard value - universal cord has buckling however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.